Manufacturer narrative:
The insulin pump was received with a motor error alarm during occlusion test and the unit was unable to prime at 2.5 lbs during prime/compromised force sensor system test due to a faulty force sensor resistor. Motor passed motor test. Unable to completed occlusion test due to motor error alarm. The unit was received with an unexpected restart error alarm after battery change and memory lost due to broken solder joint on the interface board. No unexpected signal too low error alarm noted during testing. The following physical damage was noted: minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error multiple times. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the insulin pump rewound without incident. The device also alarmed unexpected restart error. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The unexpected restart error alarm was not recurring during normal insulin pump use. The patient also mentioned have a blood glucose of 298 mg/dl a couple of days ago. The insulin pump was returned for analysis.